Event description:
It was reported that during active operation on a patient, the autopulse platform operated for 10 to 12 minutes and then stopped. The crew replaced the battery and the platform ran for about 30 seconds before stopping again. Manual CPR was then initiated. The crew did not report any error messages and they have been unable to duplicate the fault using a mannequin. Additional information provided by the customer on (B)(6) 2013: according to the crew on the run, the patient was pronounced at some point in the emergency room. Additional information provided by the customer on (B)(6) 2013: the fire department responded to a call regarding an ¿ill patient¿. When the crew arrived, the male ¿ill patient¿¿ was on the roof. He was found pulseless and was not responding. The crew believed the patient had a cardiac arrest. The fire department crew member reported that it was a very hot day and the temperature on the roof was 95°. Before using the autopulse, manual CPR was performed for 30 seconds. The crew then deployed the autopulse on the roof. No issues were encountered during deployment of the platform and during the 10-12 minutes of active operation. While transporting the patient to the ambulance from the roof, the platform stopped compressing. No error message was observed. The crew replaced the battery and the platform performed compressions for 30 seconds and stopped again. The customer stated that the platform was feeling very ¿hot¿ to touch. The crew reverted to manual CPR until the patient was transported to the ER. The patient was still not responding and rosc was never achieved. After 10 minutes at the ER, the patient was pronounced dead. Customer was not able to provide the cause of death. However, he did not attribute the death to autopulse platform.

Manufacturer narrative:
Investigation results for the returned autopulse platform as follows: customer's reported problem was confirmed during evaluation. The archive data shows that several user advisory (ua) 2 (compression tracking error) occurred on the reported incident date of 08/11/2013. It was seen from the archive log that not enough weight was applied on the load plate during compression. The platform was put through the run-in test with the 95% patient test fixture for several hours with no faults or errors observed. In addition, a load cell characterization test was performed on the platform and it indicated that the load cell modules were working properly.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.